Event description:
It was reported that the patient was experiencing pain at the midline incision site when patient leans on it. X-ray showed that the paddle lead had migrated. The patient underwent a revision procedure, wherein the physician fixed the lead tail which herniated through the patients fascia. No product was added or removed. The patent was doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware.